Event description:
Surgeon advised the second rod implanted in this patient was noted as broken on x-rays taken on follow up visit. Rods were implanted at l2-l4 with semi-rigid end at l2-l3. Surgeon indicated patient is experiencing back pain. The surgeon did not indicate if a revision procedure is planned.

Manufacturer narrative:
This information has been requested. Implants currently remain in the patient. Investigation is ongoing, no conclusion can be drawn. No product has been returned. Review of manufacturing records has been requested. A recall has been initiated on these devices for an unrelated issue.